Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint delivery catheter system (dcs) at medtronic's quality laboratory, the dcs was received with the capsule fully closed and the end cap/screw gear snap fit was connected. Visual analysis showed the handle, tip-retrieval mechanism, capsule, inner member shaft, and spindle hub appeared intact with no evidence of damage. During functional testing, the deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. During retraction of the capsule with the deployment knob, the actuator components separated. A hairline crack was observed on both tab 3 and tab 4 of the male actuator component at the point where the tab protrudes from the component. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The dcs was returned to medtronic for analysis with the actuator (deployment knob) components attached to the dcs. During the retraction of the capsule, the actuator components separated which confirmed the reported event. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, while loading the valve, the deployment knob separated. The load was performed by a nurse in training under the therapy development specialist and the load appeared to be good. The valve had been crimped in the loading system and the last part of the capsule was closing when the separation occurred. The valve was released and loaded onto a new delivery catheter system (dcs) with good results. No adverse patient effects were reported.